Manufacturer narrative:
The device was returned due to a signal issue. Electrodes 1-4 displayed acceptable resistance values; however, a short circuit was detected between electrode 1 and conductor wire 4. Dissection revealed that the flat wire insulation was torn and the insulation for conductor wire 4 was abraded in the same location, consistent with the short circuit detected and the reported signal issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the short circuit is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis, confirming a short circuit identified within the device.